Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer, the device's oxygen blending module (obm) was replaced to address the issue.